Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms for several days leading up to the call. The customer also reported that the screen was scrolling. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.